Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician attempted to place the atrial lead but after several repositioning attempts the screw of the lead appeared to become sticky and would not deploy smoothly. It was noted that the screw jumped out all at once and would not deploy slowly. The lead was removed and a new lead was implanted instead. Additionally, it was reported when the physician was attempting to place the right ventricular (rv) lead the lead had high thresholds in several locations. The physician felt there was an issue with the screw due to tissue being stuck when the screw was retracted. It was also noted that the physician felt that a longer rv lead was needed for this patient. The lead was removed and a longer lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal connector of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and the visual summary analysis of the lead indicated damage at implant. It was also noted that the lead was received with the helix fully extended and stretched and the is-1 connector pin bent. Therefore, helix tests cannot be performed.